Event description:
It was also noted that there was venous migration of the embolization product related to the device. There was no medical intervention required.

Manufacturer narrative:
This event is now reportable for serious injury. See related regulatory report 2029214-2017-00416 and 2029214-2017-00417. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The onyx has not been returned for analysis as it was fully used in the procedure. Hematomas and hemorrhage are known inherent risks of the onyx procedure and is documented in the onyx instructions for use. The cause of the embolization failure was not reported. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Mdrs from this event: 2029214-2017-00416, 2029214-2017-00417, 2029214-2017-00418.

Event description:
Medtronic received information that the patient experienced an intracranial hematoma 3 days after onyx embolization procedure to treat an arteriovenous malformation (avm). The onyx embolization procedure to treat an avm in the left parietal was performed on (B)(6) 2017. There were no issues with the procedure and the patient was discharged. Approx 3 days post procedure the patient presented with an intense progressive headache. The patient was hospitalized from (B)(6) 2017 due to a posterior left parietal hematoma with ventricular hemorrhage and acute hydrocephalus associated with a clot in the aqueduct of sylvius. An external ventricular drain (evd) was placed under local anesthesia with csf tense and pinkish. Icp was stable <(><<)>10. An arteriography was performed on (B)(6) 2017 which showed persistent irrigation of the avm. As a result of the unsuccessful embolization, complete excision of the avm and evacuation of the intraparenchymal hematoma was performed without any perioperative complications on (B)(6) 2017. The patient was extubated immediately after the operation and the patient had good neurological status post-surgery. A brain tdm was performed on 1 day post surgery revealing satisfactory progress with the absence of hydrocephalus, stigmata from intraparenchymal haemorrhage, no residual arteriovenous malformation, post-operative subcutaneous hematoma. There was clear improvement of the patient¿s state of consciousness and pain. Since then the patient¿s neurological examination has been normal, with minimal headaches treated with oxycodone hydrochloride on demand. The external ventricular drain was removed. At discharge, the patient had a glasgow score of 15, no confusional state, no sensory-motor deficit, no meningeal syndrome, no cranial pair deficit, deep tendon reflexes present and symmetrical. Mrs was 0. The cardiopulmonary examination revealed nothing of note. Factors of secondary brain injuries of systemic origin were being monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.